Event description:
As stated by the customer on (B)(6) 2012: the primo bathtub was full of water and raised, but not fully extended; the patient had already been extracted. While lowering the tub, the caregiver (who is also the initial reporter), noticed that it was slightly tilted away from him. He reached forward to stop items on top of the cover from falling off, inadvertently readjusting his foot under the horizontal leg beneath the tub. Suddenly, the tub came down an inch or two and the caregiver's foot got caught. The caregiver suffered a bruised foot, which required the use of a walking boot and scheduled rehab.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #9611530). Additional information will be provided following the conclusion of the manufacturer's investigation.